Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose level was 6.3 mmol/l at time of incident. Customer stated that insulin pump was not able to rewind. The insulin pump will not be returned be for the analysis.

Manufacturer narrative:
Insulin pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor related error alarms noted during testing.